Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ medium and the guidewire got caught in something occurred. Before brockenbrough, when the guidewire of the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ medium was advanced into the right atrium, it got caught in something. When the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ medium was pulled, it could be removed with a snap sound. There was no visible evidence that the wire remained in the patient¿s body, but the wire should be examined. There was no patient consequence reported. Additional information was received on 02-jun-2024. It was not the sheath introducer but the accessory guide wire that got damaged. Additional information was received on 03-jun-2024. The sheath was not pre-shaped. Additional information was received on 13-jun-2024. The physician commented that the issue occurred during the wire insertion, so there was no relationship with the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ medium. The wire could have interfered with and damaged the endocardial tissue, but it could not determine what was stuck to under echo/fluoroscopy. Additional information was received on 16-jun-2024. The wire could have damaged the endocardial tissue, but it could not be determined. No impact on patient¿s condition has been observed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ medium and the guidewire got caught in something. The bwi product analysis lab received the device for evaluation on 23-jul-2024. The device evaluation was completed on 26-jul-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Only the guidewire sample was returned and visual analysis revealed no damage or anomalies. No stuck condition was observed. Besides, the vizigo sheath device was not returned for further investigation. A device history record was performed for the finished device batch number, and no internal actions were identified. The guidewire stuck issue reported by the customer was not confirmed during the product analysis. The sheath instructions for use (IFU) contain the following recommendations: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. As part of biosense webster¿s quality process, a.ll devices are manufactured, inspected, and released to approved specifications. On 26-jul-2024, noted a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)